Event description:
I had a gall bladder surgery in early 2003, I went in for a hernia repair in seven months later. Not long after my surgical site began to feel tender and sore. I thought it was because I underwent surgery and was to be expected. I went for my postsurgical check-up and was told everything was okay. Within a year of the repair I had some nausea, as time went on it did not subside. I began to notice a bulge where the repair was done and it began to get very sore. I called the surgeon recently who did the repair and he no longer does surgery for this. The protrusion is now the size of a large plum, I am short of breath, nauseated all the time, the site is very sore and sometimes painful, I cannot lay on my stomach or put pressure on that area. I recently spoke to someone who told me there were issues with some of the mesh products used for this surgery. I called the doctors office who did the procedure and asked which mesh was used and it was marlex. I am scared to have another repair at this point, but it is medically necessary because of the size of the recurring hernia. Can you provide me with any info on this mesh product marlex, if any ? Please advise. Dates of use: 2003-2008. Diagnosis or reason for use: hernia repair, hernia recurred within year.